Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted on (B)(6) 2022 due to secondary hydrocephalus. Patient was normal for the next two days; then the patient developed a subdural hematoma, there was continuous csf over-drainage even after changing several times the valve's pressure settings, and physician notices there was a blockage in the proximal end. It is unknown if the valve was explanted/replaced. No additional information has been received.

Manufacturer narrative:
Complaint sample was returned for evaluation: failure analysis - the valve was visually inspected; a needle hole was noted in needle guard chamber. The valve passed the tests for programming. Occlusion, reflux and pressure. The valve was leak tested; only leaked form the needle hole in the needle chamber. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823148)  was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is could be biological debris and protein build up interfering with the valve mechanism, as the device has not been returned for investigation this could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.